Manufacturer narrative:
The customer declined service as the issue appears to be isolated to this one sample only. No other discordant results have been observed since the event. The customer confirmed that all sids on the aptio side and the advia centaur xp side matched. The sample is barcoded. There were no errors on the aptio, centarlink or advia centaur xp at the time of the event. Based on the information provided, there was a possible issue with the original sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the initial reactive result, pre-analytical factors cannot be ruled out. The system is working within specification. No further investigation is required. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
The customer observed a reactive advia centaur xp hbsagii result that was not reproducible on the same sample or two other samples from the same patient. There are no reports that treatment was altered or prescribed or adverse health consequences due to the reactive advia centaur xp hbsagii result.